Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 28-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure (batch no. D72010) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adverse reaction ("side effects"). The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and adverse reaction outcome was unknown. The reporter provided no causality assessment for adverse reaction and medical device removal with essure. Lot number: d72010, manufacturing date: 2015-03, expiration date: 2018-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 29-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure (batch no. D72010) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adverse reaction ("side effects"). The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and adverse reaction outcome was unknown. The reporter provided no causality assessment for adverse reaction and medical device removal with essure. Lot number: d72010 manufacturing date: 2015-03 expiration date: 2018-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-mar-2021: no new clinical information received, update to imdrf/FDA codes only. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure (batch no. D72010) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adverse reaction ("side effects"). The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and adverse reaction outcome was unknown. The reporter provided no causality assessment for adverse reaction and medical device removal with essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.